Event description:
The patient developed induration, edema, pain and redness one month after treatment with cosmoplast. The physician treated with oral cipro and keflex along with warm compresses. Additional follow-up noted that the patient was also treated with intralesional kenalog.